Manufacturer narrative:
Customer sent load cells for repair.

Event description:
It was reported via repair work order that the scale would not weigh properly due to damaged load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.